Event description:
Damaged or broken component (B)(4) crc: ¿1st switch out done on patient (B)(6) south tower. Initials (B)(6). Abdominal. Black foam. Had retention sutures with some maceration at those sites currently present. Alginate and hydrocolloid used over macerated areas. Canister filter broke off with pushing into pump (being placed by crc). Gauze kit sent up instead of black foam. Crc replaced both at bedside. One piece of drape with difficult adherence. Concern over no digital message on screen for leak alarm. -120 mmhg.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued (B)(4) 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ezplus canister 800ml.